Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The valve was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot crmbw5, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects were noted. The position of the cam when valve was received was 140mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue ¿it was found that the setting could not be changed¿ reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the codman hakim programmable valve with sg was implanted to a (B)(6)-year-old female patient via l-p shunt in 2015 with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code:702-jj). The setting was not able to be changed. Neodymium was used but it could not be changed. The patient was asymptomatic so the physician decided to see how it will go for a while. A CT scan done last week confirmed ventricular enlargement. Therefore, on (B)(6) 2021, it was replaced with a new one (certas) via lp shunt. Patient is currently in follow up.